Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted an alloclassic offset stem 5 on (B)(6) 2007. The pt was revised on (B)(6) 2014 due to loosening and pain. It was stated that the stem came out with only one hit on the slap hammer and that there was no bony growth on the stem.